Manufacturer narrative:
F2: the user facility submitted a medwatch report for this event: (B)(4). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set would unscrew itself and fall off. This was observed when attempting to hook the IV tubing to an unspecified clave and infusion was started. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.